Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffered symptoms including, but not limited to pain, swelling, inflammation and damage to surrounding bone and tissue, and a lack of mobility.